Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold post revision. Boston scientific technical services (ts) discussed high threshold at time of gen change but opted not to do anything at that time. This device remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).